Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address repeated dislocation.

Manufacturer narrative:
The complaint states the patient repeated dislocation. So, the doctor replaced the reported liner(1240-52-000,lot unknown) and head(9625-70-000,lot unknown).the doctor didn¿t plan to exchange implanted stem. But, the doctor replaced the reported stem(1522-04-000,lot unknown) for the purpose of getting offset. A complaints search and review of manufacturing records could not be conducted as no product details were received. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).